Event description:
Lar procedure. Cs29 dlu got into firing range and misfired. Upon removal of the dlu donuts were present and complete but several leaks were at the staple line. Surgeon indicated that he thought the tissue was too thick. Applied another device to complete case.